Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported during dwell 2 the cycler alarmed for a supply bag blockage. The treatment was discontinued. When removing the cassette the nurse found fluid had leaked onto the pump heads. The cassette was discarded. During follow up a nurse for the patient reported there was no infection or adverse event for the patient.